Event description:
Per the clinic, the patient experienced a skin breakdown, exposing the receiver/stimulator. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.